Manufacturer narrative:
A final MDR is being submitted as the device was returned and evaluated. The 14f esheath was returned to edwards for evaluation. Visual inspection revealed the following: sheath shaft is fully expanded as designed, distal tip did not open along the axial score line, the distal tip is torn radially along the radially scorn line, torn tip was loosely attached, some material stretching was observed at the distal tip, and all tip score lines are present. Functional or dimensional testing was not performed due to the nature of the returned device (distal tip torn). During manufacturing, all inspections are conducted on 100% of the units. The sheath shaft components are 100% visually inspected for defects. During final assembly the esheaths are 100% visually inspected by both manufacturing and quality for defects. In addition, during product verification (pv) testing, the sheath is tested and inspected on a work order sampling basis and tested. The units from the work order passed pv testing. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history did not reveal other complaints relating to the reported event. The esheath introducer IFU, the IFU for the commander delivery system, device preparation training manual, and procedural training manual were reviewed for instructions and guidance for proper preparation and use of the device. The procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, retract loader (if needed), pull the entire delivery system through the sheath and maintain guidewire position in the aorta. In addition, the procedural training manual provides guidance on sheath removal. Remove the suture securing the sheath, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards, do not re-advance the sheath at any time during removal, and hemostasis will not be maintained if the sheath is partially removed past the partially expandable section, reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required, appearance of the sheath upon removal, some curvature of the sheath may be present, ripples along the seam are normal and an open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up, suture the sheath in place, once completed, remove the sheath completely with the edwards logo facing up, remove the sheath without torqueing and do not re-advance or reinsert the sheath at any time. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip torn was confirmed per evaluation of the provided photos and returned device. However, a manufacturing nonconformance was not identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were observed on the device during device preparation. Per the report, upon removal of a 14f esheath, the tip of the sheath was torn 'hanging on'. There was no insertion, resistance, or withdrawal difficulty'. Per evaluation of the returned device, the sheath distal tip was observed to not open along the axial scoreline and was torn along the radial scoreline. The observed tear is characteristic of sheath tip tear events identified in a product risk assessment. In this case, while a conclusive root cause was unable to be determined, an investigation documented in the pra indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. A CAPA has been initiated to pursue potential process improvement activities regarding tip expansion which were identified during the investigation.

Manufacturer narrative:
The investigation is ongoing.

Event description:
After implant of a 23mm sapien 3 valve I the aortic position, upon removal of a 14f esheath, the tip of the sheath was torn "hanging on". There was no insertion, resistance, or withdrawal difficulty. The sheath was not torqued during the procedure. The patient did not have calcified or tortuous anatomy. The valve was successfully deployed. There was no patient injury. The device will be returned. Per the photo, the tip of the esheath was torn. Per the report, the perceived root cause was that the balloon of the delivery system may have not been deflated before withdrawing the delivery system through the sheath.